Event description:
A malfunction alarm was reported involving a pump in finland, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was advised by tandem technical support to place the pump in storage mode and return it using a pre-paid label. The customer reverted to manual injections for insulin therapy.